Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead was recovering in the intensive care unit (ICU) after undergoing an unrelated medical procedure. When the cardiac resynchronization therapy defibrillator (crt-d) was checked the following morning it was in safety mode due to a charge fault that was detected. It was also reported that patient received a shock from the device the night before the device went to safety mode. The device was explanted and replaced. The right ventricular (rv) defibrillation lead was also surgically abandoned as the physician was suspicious that the charge fault was due to the lead. A new rv lead was successfully placed. To date, there have been no adverse patient effects reported.